Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) screens went blank after they were making changes to the station, during use with patient. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 05/05/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/24/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) screens went blank after they were making changes to the station, during use with patient. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the screens on the central nurse's station (cns) went blank after making changes to it while monitoring patients. No patient harm was reported. Investigation summary: the device was brought in for an exchange/evaluation on ticket 300267152. During the evaluation of the reported device, nihon kohden repair center (nk rc) was not able to duplicate nor confirm the issue of blank screens on the cns. As such, a root cause cannot be determined. The hard drives of the machine were re-imaged as a precaution. The hard drives may have been showing early signs of hardware failure. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The biomedical engineer (bme) reported that the screens on the central nurse's station (cns) went blank after making changes to it while monitoring patients. No patient harm reported.